Event description:
Consumer states that she is 3 weeks pregnant due to alleged condom failure. She states that there were no broken condoms, but one must have leaked as she used a condom each time she engaged in sexual activity.

Manufacturer narrative:
Enclosed is co's filing which contains info provided by third parties which has not been independently verified by co. The submission is filed in the format for medical device reports, 21 c.f.r, part 803, for ease of reference only. The filing of the report is not an admission of liability or an admission that the report is required under part 803.